Manufacturer narrative:
Concomitant medical products: product ID: 977c165; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 25-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said he woke up from implant surgery in excruciating pain. Said it turns out he has herniated discs at l4, l5 (said l4 is buckling) and he has bulging discs in t7, t8, which pt now thinks is herniated, then pt said "all caused from this surgery". Pt said his question was what makes a good candidate for scs implant. It was reviewed scs indicated for chronic pain, but hcp is the one who decides if a pt is a good candidate/should have ins put in. Pt mentioned he asked his doctor that knowing he had bulging discs would ins still have been implanted, and he said she said yes. The patient reported that he has been bed ridden since implant of the implantable neurostimulator with 3 bulging discs. The patient woke up from the implantable neurostimulator implant procedure screaming in pain. Since the implantable neurostimulator was implanted, he has had a fusion procedure to try and correct the 3 bulging discs. The patient noted that he needs to have the implantable neurostimulator device checked.